Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports the bottom teeth are not straight yet, bottom front tooth has an old chip that broke off, but the molars seem great though.